Event description:
The customer reported that their olympus endoeye flex 3d deflectable videoscope was presenting a b30 scope communication error. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed, a b30 error was present. Additionally, water tightness was not maintained due to a crushed tip cover. The operational part, the right lever plate, the video connector, and the light guide connector all had visible scratching present. The label on the video connector was also starting to peel off. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the device was manufactured. Based on the results of the investigation, it is likely that the reported phenomenon occurred due to the defect of the image sensor unit or failure of internal board of the video connector unit or the system caused the event. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.